Event description:
Pt found pulseless in bedside chair. Nurse and respiratory tech in room. Code called, crash cart brought to room. Respiratory tech asked for ambu bag to ventilate pt. The draw string and seal around plastic bag loosened with slight tear in bag. Security tape around oxygen tubing in place. Ambu bag did not appear to be working correctly. Tech noted a white plastic cup lodged in the exhalation valve. She made several attempts to remove it, but could not. Able to provide oxygen, but not able to allow co2 to escape. The pt was intubated during the code. The pt did not survive the code.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: mechanical problem, telemetry failure, valve - exhalation. Conclusion: device failure indirectly contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.